Event description:
It was reported that after an uneventful stent implantation, resistance was met while attempting to retract the delivery sys. Attempts to inflate and deflate were unsuccessful and ultimately, the application of force resulted in removal of the device. The stent was slightly dislocated which required the placement of an add'l stent. No further pt injury was reported.